Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) unit failed battery run time. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed battery run time during pm. There was no patient involved or adverse event reported. No more details provided. The a getinge field service engineer (fse) replaced lead acid batteries. Completed preventive maintenance. The unit returned fro clinical use.